Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch-mw5171682. The product code listed in the medwatch report is 1261.203g, with lot number 24d008d and the brand name 'nutriline.' However, according to our records, lot number 24d008d is not associated with product code 1261.203g. The correct product code corresponding to lot number 24d008d is 1252.030g. Therefore, the product code has been updated to 1252.030g with the brand name 'nutriline.' As the customer did not provide the facility name or contact information in the medwatch report, we are unable to follow up for additional details. The results of this investigation are still pending and will be communicated to FDA with thirty days of its conclusion via follow-up MDR.

Event description:
Infant with leakage of serosanguinous fluid around insertion site of PICC (peripherally inserted central catheter) line, second occurrence with same lot number leaking at hub.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch-(B)(4). The medwatch report lists the product code as 1261.203g with lot number 24d008d and 'nutriline" as the brand name. However, according to our records, lot number 24d008d is not associated with product code 1261.203g. The correct product code corresponding to lot number 24d008d is 1252.030g. Therefore, the product code has been updated to 1252.030g with the brand name 'nutriline,' based on the lot number provided in the medwatch report. The medwatch report also did not include the facility name or contact information. As a result, we are unable to request additional details, obtain the defective sample, or verify the correct product code and lot number. Therefore, we are unable to confirm the complaint, and the exact root cause of the issue cannot be determined. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. A review of the components batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. Corrective action: due to the missing sample, this complaint could not be confirmed, and the root cause cannot be determined. Therefore, no further corrective action was initiated by vygon germany quality management.

Event description:
Infant with leakage of serosanguinous fluid around insertion site of PICC (peripherally inserted central catheter) line, second occurrence with same lot number leaking at hub.